Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h6 reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00625006540 bone scr 6.5x40 self-tap 63895994; 00625006525 bone scr 6.5x25 self-tap j6793102; 00801802805 femoral head 63924019; 110010268 g7 osseoti multihole 60mm 6488278; 110024465 g7 dual mobility liner 46mm 813970; ep-200152 act artic e1 hip brg 691330. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00443, 0002648920 - 2020 - 00444, 0002648920 - 2020 - 00445.

Event description:
It was reported that patient underwent left total hip arthroplasty and then was revised less than a year due to infection. No additional information is available.